Event description:
On 12/7/2022, it was reported by a sales representative via phone that qty. (B)(4) of an ar-3638 fibertak had an issue. During a labral repair procedure on the shoulder on (B)(6) 2022, when the surgeon started to use the first anchor, it was set correctly, and then the suture broke when trying to shuttle around it, the first anchor remained in the patient, and the surgeon deemed it safe to do so. The sutures were cut, and all suture pieces were removed, no piece of the anchor broke. Then two additional anchors were used, same lot number, one after the other, and the same incident occurred, the sutures broke, rendering these two anchors useless, they remained inside the patient in one piece, and all sutures were removed. The surgeon then used a different anchor from a different manufacturer to complete the procedure successfully with no impact to the patient. No excessive force was applied when using the suture during passing, the doctor was pulling and did short tugs as per instructions. A video of the incident will be provided by the sales representative and attached to the case.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.